Manufacturer narrative:
This is one event (cardiovascular) reported for the same pt involving three separate products; associated mdrs # 1225714-2014-05370; 05371 and 2937457-2014-01351.

Event description:
The plaintiff's attorney alleges that the pt experienced a cardiovascular event on or about (B)(6) 2010 after the use of the product.